Manufacturer narrative:
[(B)(4).jpg].

Event description:
The dental implant fx4508swc was removed on (B)(6) 2018 due to failure to osseointegrate 4 months and 27 days after implantation. The doctor noted bone resorption during the surgery. The patient has fibromyalgia. The patient required another surgical intervention, but recovered without any other complications.